Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the front response button was non-functional. The cause for the defective response button was an open connection due to a tear in the response button ribbon cable. The root cause for the torn response button ribbon cable could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.